Event description:
Reporter alleged that the meter produced had signs that it had been burnt. The screen had a blue streak on it that the reported stated had appeared to be caused by a burn. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.